Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login using biometric identifier. A technical support specialist identified that the user account did not exist as a pyxis user on the enterprise server, while the account appeared to be the correct user identity associated with that individual. The customer confirmed that they had recently transitioned to single sign on (sso) using a 4 letter and 4 number alphanumeric login format, and that the user was logging in with this new credential structure. It appeared that the fingerprint had been spoofed, so customer reregistered biometric identifier. After reenrollment, the biometric authentication functioned correctly with no further issues reported. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the biometric identifier was not working after the recent server migration. The user attempt logging in multiple times because her fingerprint was not being recognized. Standard troubleshooting steps were performed, including cleaning the scanner with an alcohol pad, ensuring her fingers were not too dry, applying lotion, and cleaning the fingertip. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.